Event description:
It was reported that the vns patient passed away. The cause of the death is unknown. The patient's physician indicated that the office was unaware of the patient's death, but that the patient began seeing a cardiologist and pulmonologist in 2013. It was reported that the patient was sometimes non-compliant with medications. The generator and lead were explanted and returned for analysis. Analysis of the generator was completed on (B)(6) 2015. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the lead was completed on (B)(6) 2015. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Attempts to obtain additional relevant information have been unsuccessful to date. The relationship of the death to vns is unknown.